Event description:
Sorin group received a report that the touch screen of the stockert centrifugal pump console was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin received a report that the touch screen of the stockert centrifugal pump console was unresponsive during set up. There was no pt involvement. A sorin group service rep was dispatched to the facility to evaluate the issue. The rep replaced the touch screen and after functional testing, found the device to be working properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.